Event description:
It was reported that post cardiomems implant procedure the patient experienced a stroke. The patient was diagnosed with an m1 occlusion, patient was given a tissue plasminogen activator and was sent to endoscopy for thrombectomy. The patient was then admitted to the neuro intensive care unit. It was reported that the implant procedure took two hours to complete due to difficulty identifying target vessel and placing the guidewire. The cause of the difficulty was due to the angulation of the desired implant location. Continued sedation with intubation was required. The patient is currently stable, discharged home and is expected to make a full recovery. The platinum plus .018 guidewire was used for the implant procedure. Disclaimer statement: this report reflects information received by FDA in the form of a notification per 803.22 (b)(2).